Manufacturer narrative:
The rapid infuser, fms 2000 involved in the incident has not been returned to belmont for investigation, therefore we are unable to confirm the report that the unit was causing the circuit breaker in the room to trip. The operator's manual provides ac input voltage requirements and instructs the user, "plug the system power cord into a dedicated-grounded, 3-prong, 20 amp, ac receptacle. Do not use an adapter for ungrounded outlets." It was reported that the unit failed the electrical safety analyzer in the hospital biomed department. Without the ability to investigate the unit, a root cause of the reported issue cannot be established. The service and preventive maintenance schedule provided in the operator's manual instructs the user to perform an electrical safety test every year. The manufacturing records for this serial number were reviewed and no anomalies were identified. A review of the device history records and service reports indicate that the unit has not been returned to belmont for service or preventive maintenance since it was shipped to the customer in january 2015. It was reported that another rapid infuser was used to finish the case; there was no injury to the patient. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the belmont rapid infuser, fms 2000 was tripping the circuit breaker during a case in the emergency room. Another rapid infuser was brought in to finish the case and the patient was not harmed. The unit failed the electrical safety analyzer in the biomed department.